Manufacturer narrative:
One brk transseptal needle was received for evaluation. The tip was also returned. The brk needle had been fractured and detached at its distal end. The insertion difficulty could not be tested due to the stylet not being returned. The brk needle instructions for use state ¿do not alter this device in any way¿. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture and improper procedure and reported insertion difficulty and is consistent with not following the instructions for use.

Event description:
This report is to advise of a fracture found in the needle during analysis.